Event description:
Revision surgery - doctor was revising a stryker total shoulder to encore rsp. When it came time for him to trial the rsp, the neutral trial socket shell would not engage the sz 6 broach. The doctor then removed the broach and attempted unsuccessfully to assemble the two on the back table. Unable to get the trials to function, the doctor opened the implants and trialed off those.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.